Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011, with the following findings: the meter has passed testing with no faults found. The test strips involved with this complaint were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient could not specify when the alleged issue first began, however, he claimed he received a reading of '245 mg/dl' on an unknown date which he felt was high as compared to his feelings and normal readings. The patient reportedly manages his diabetes with a combination of oral medications and insulin (unknown type). The patient denied taking any action in regards to his usual diabetes management routine when the patient received the alleged high reading. The patient claimed that approximately one week prior to contacting lfs for assistance, after the alleged issue begn (unknown date and time) he developed symptoms of 'dizziness, shaking, and hunger' but denied receiving any form of treatment. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The subject test strips were unexpired and stored properly, however, the patient did not have any control solution to check the subject meter and test strips. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.